Event description:
It was reported that the patient experienced ventricular tachycardia (vt)/supraventricular tachycardia (svt). It was unknown if the arrhythmia was sustained, if the patient experienced any symptoms or clinical compromise, or if any treatment was performed. The patient had an implantable cardioverter defibrillator (ICD) placed on (B)(6) 2021 after their left ventricular assist device (lvad) was implanted on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be determined. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they were explanted in (B)(6) 2024 (MFR # 2916596-2024-05492). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. B) contains the following information: section 1, ¿introduction,¿ outlines potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management," lists cardiac arrhythmia as a potential late potential post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.